Event description:
Exemption (B)(4). It was reported by the plaintiff¿s attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. The sparc was implanted on (B)(6) 2007 and the device remains implanted. No further patient complications have been reported in relation to this event.